Event description:
It was reported, the patient developed pannus ingrowth on the ventricular and aortic aspects of the prosthesis which resulted in aortic stenosis. The physician reported the valve and leaflets were functioning fine. The valve was replaced with another MFR valve.